Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the inner coil bunching up at the connector region. The cause of the reported event was isolated to the inner coil damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.